Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged the bed exit volume is too low and will not adjust. No patient injury reported.